Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll UK for investigation. The device was extensively evaluated and passed all testing successfully including the multifunction cable and the CPR adapter. Functional testing of the device's 12-lead ECG capability was performed and confirmed to be operating as intended. The event electrode pads were discarded by the customer. The device will be recertified and returned to the customer. The device log files were reviewed, and it was noted that the device properly identified the adaptor and the electrode pad type. We also observed from the file that ECG was not established because the device did not recognize a viable or valid patient impedance. Patient coupling may have been a factor; information related to user patient preparation during the event was not made available. No emerging trends and it did not exceed our predicted rates.

Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints was conducted as an action from CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.